Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and there was blood on the distal conductor of the lead and it was not obstructed. The analyst commented that the stylet insertion test result failed at a distance of 1.3cm inside of the is-1 connector pin. The blood most likely entered though the is-1 pin.

Event description:
It was reported that during implant of the right ventricular (rv) lead it was not possible to insert the stylet all the way to the end of the lead. Multiple stylets were attempted. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.